Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and r-wave amp variation. As received, a complete lead was returned in one piece with the helix noted extended and clogged with blood/ tissue. Visual and x-ray examinations noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead. This resulted in high capture thresholds and low sensing. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.